Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The physician was able to place the lead without issue, however, high out-of-range pace impedance measurements were observed via both pacing system analyzer (psa) and device. The lead was removed and an alternate implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual examination confirmed the tip and helix were undamaged and appeared as-expected. An x-ray of the lead identified no anomalies. Analysis did not identify any lead issues that would have caused or contributed to the observed high, out-of-range impedance measurements.